Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospital medical corporation. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) encountered overheating during use.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. A power-up test fails # 14 occurred when the power was turned on, and the positive pressure was off by about 30 mm/hg. Calibration was performed. There was a rattling noise coming from the scroll compressor (0119-00-0236) so it was replaced. As a preventative measure, the threaded probe temperature sensor (0203-00-0734) was also replaced. The unit was run for two days. All functional and safety checks were performed to meet factory specifications.the following was performed by (B)(6), technician of the (B)(4): sr (B)(6) 2025. The failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 sn: (B)(6) compressor scroll. Pn: 0206-00-0734 sn: n/a temp. Sensor prob. These parts were received with a reported unit failure message of overheating occurred. The failure analysis and testing dept. Performed a visual inspection, and both parts looks in good condition. Installed compressor scroll and temp. Sensor probe into the cardiosave test fixture sn: (B)(6) and tested together the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Pumped the cardiosave test fixture for 4 hours and could not verify the failure message of overheating occurred. Both parts passed testing. Retaining both parts in the fat dept. Per procedure 0002-07-d008 rev au. Root cause 1: cardiosave¿s ability to dissipate heat generated by the scroll compressor while adjusting for various system demands is not sufficient. Contributing cause 1: muffler/filter¿s clogging before scheduled replacement and causing the scroll compressor to increase rpm thus generating more heat. Contributing cause 2: cardiosave¿s chassis fans lack of ability to dissipate heat generated by the medical device and scroll compressor. Contributing cause 3: the cardiosave drive regulator drifting/leaking causing the scroll compressor to increase rpm and increasing the heat generated. Contributing cause 4: temperature sensors becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Event description:
N/a